Event description:
A product quality material problem issue regarding the abbott diabetes care (adc) device was reported. The customer stated that upon receiving the adc device kit, they noted the sensor portion of the adc device kit noted a ¿sensor with broken packaging in the last order and is unsure if it is safe to use¿ as there was ¿physical sensor damage.¿ adc contacted the customer on 2 (two) separate attempts and obtained additional information stating: ¿they would assume that the device was received in non-sterile (already used) condition.¿ the device issue did not require contact with third-party, thus no third-party intervention or treatment was reported, no loss of consciousness or seizures had occurred, and the customer did not require self-intervention or self-treatment because of the device issue. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.